Event description:
It was reported that the patient experienced a hyperglycemia event while using the ilet system, with blood glucose values rising after breakfast and further increasing after lunch to readings exceeding 400 mg/dl, including finger-stick results of 480 mg/dl and 454 mg/dl; the caregiver noted bleeding and small bumps at abdominal infusion sites, and a site change to an alternate location such as the outer thigh was advised due to concern for inadequate insulin absorption. Investigation of this case revealed no findings available and insufficient information to determine a specific device problem or component involvement. No clinical symptoms associated with hyperglycemia and a needle puncture-related issue at the infusion site. Outcomes included no health consequences or lasting impact reported. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.